Event description:
Procedure type: hysterectomy. According to the reporter: cuff dehiscence after procedure. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. The case was extended by more 30 minutes.

Manufacturer narrative:
(B)(4).